Event description:
User received erroneous results on one of five proficiency samples for phenytoin. Initial testing performed in 2008, 17.2 ug/ml, repeat at about 6 weks later gave 13.8 ug/ml. No patient samples were involved in this event. A specific root cause was not identified, however, it was noted the quality control ranges the customer was using were too large, therefore, questionable calibrations may not be identified.